Event description:
It was reported that the patient faced cannula was not inserted properly and the applicator pulled off the skin on (B)(6) 2026.the infusion set was in use for four hours. The patient faced little bleeding on the insertion site. The patient replaced infusion sets and resumed insulin successfully.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.